Manufacturer narrative:
B5; additional information received : it was confirmed the fractured endoanchor was secure and not floating in the vasculature. The other half was contained in the applier and no snaring was required. The endoanchors were being implanted prophylactically due to a short aortic neck. Two endoanchors were successfully implanted before the fracture occurred. There was no damage noted to the applier or packaging on opening or insertion into the patient. The applier did not display an error light and the IFU was followed. There was no heavy calcification or plaque noted in the area that the endoanchor fractured. It was noted that it is possible the endoanchor could have hit off the metal of a stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Heli-fx endoanchors were implanted during an unknown endovascular treatment. It was reported during the index procedure, stage 1 of the endoanchor deployment was successfully initiated. However, when stage 2 deployment was initiated, the applier made an unusually loud sound, and it was unclear if the endoanchor had continued to penetrate further into the aortic wall on imaging. Upon removing the applier and attempting to load an additional endoanchor by pressing the back button, it was discovered that a partial endoanchor remained on the applier delivery system. A new heli-fx applier ((B)(6)) along with a new cassette was then opened and the endoanchors were successfully deployed as planned without further issues or patient impact. Per the physician the cause of the endoanchor fracture was not determined. No additional clinical sequelae were reported, and the pa tient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.